Manufacturer narrative:
The customer returned the contaminated dressing to ams for investigation. Investigations into determining the source and identification of the contamination are ongoing.

Event description:
A customer reported contamination present on the pouch of the silvercel hydro alginate dressing. The customer detected the contamination on the packaging and the device was not used and to date there have not been reports of patient harm due to this incident. The dressing was returned to ams for investigation and the contamination was located on the inside of the pouch packaging, the contamination was not present on the dressing itself.

Manufacturer narrative:
CAPA#96 (formally CAPA-19-020): contamination of packaging rollstock was initiated following receipt and investigation of the initial complaint (B)(4) for the presence of a contaminant attached to the primary packaging material. Root cause was established through investigative actions, including identification testing, the contaminant was evaluated to be a mixture of silver alginate/silvercel fibres and a grease like substance. The infeed belt on the packaging line is designed to have a gap to allow any alginate debris to fall away from the line and be captured within a tray under the infeed belt when the chain is located, being a source of grease. It was further identified that there is a gap present within the tray which could then allow this contaminated material to fall on to the packaging material web. Immediate containment actions were set in the form of a temporary cover being installed immediately to cover the gap within the infeed belt tray. Following this the below corrective actions were implemented: install permanent cover of the gap on the infeed belt tray to prevent any debris falling from the tray. Update cleaning procedures to include regular cleaning of the trays to prevent any excessive build up. Following implementation this CAPA was closed after it passed its effectiveness check in the form of aql sample batches which confirmed that no contamination of this nature is present. This incident is now deemed closed.